Event description:
The hcp reported that after the patient went through a security gate at his local library he experienced sudden onset of the device being "much stronger than he had experienced before". The patient also had nausea, headache, and vision issues for several hours. The symptoms resolved on their own and no patient treatment or device troubleshooting was necessary. The patient recovered without sequela. Reference MFR report #3004209178-2007-02529.